Event description:
It was reported that on 08 dec 2025, a 23mm epic plus supra valve was chosen for a procedure. The annular dimensions of the native valve was approximately 23 mm. The sizing was performed and cuff was sewn and recessed, but use was discontinued due to a perceived irregularity in the thread alignment of the cuff. A new 23mm epic plus supra valve was then substituted, sewn again, and the procedure was completed. There were some additional time required for re-stitching due to valve replacement, there was no significant extension of the procedure time, and no impact on the patient¿s outcome was reported. The patient was reported stable.

Manufacturer narrative:
It was reported that the cuff was sewn and recessed, but use was discontinued due to a perceived irregularity in the thread alignment of the cuff. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 08 dec 2025, a 23mm epic plus supra valve was chosen for a procedure. The annular dimensions of the native valve was approximately 23 mm. The sizing was performed and cuff was sewn and recessed, but use was discontinued due to a perceived irregularity in the thread alignment of the cuff. A new 23mm epic plus supra valve was then substituted, sewn again, and the procedure was completed. The patient was reported stable.